Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal varices banding procedure performed on (B)(6), 2012. According to the complainant, following the procedure, the patient was hospitalized with bleeding. A follow-up procedure was performed which found that the band had detached. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.